Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device part number: 391.201. Synthes lot number: p507256. Supplier lot number: p507256. Release to warehouse date: 31 oct 2001. Supplier: (B)(4). Review of the device history record(s) showed mrr was generated on 10/31/2001 due to cert for passivation, for non-conformance no cert. Twenty-seven (27) were inspected and twenty-seven (27) rejected for nc code. The corrective action was noted as: the passivation process is controlled at (B)(4). The passivation note will be removed from the synthes source control drawing. This non-conformance is not relevant to the complaint condition. Device interaction and not fitting with other parts is not related to the surface coating of the device. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service and repair evaluation is as follows: the customer reported the wire would not pass through the device. The repair technician reported the device showed no visible signs of damage, but could not be forwarded to the vendor for repairs as the lot number for the device was on the vendor's lot exclusion list. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A manufacturing investigation was performed for the subject device: the device was returned to the supplier for investigation. Visual inspection found a cable strand lodged within the tensioner. Upon removal of the cable fragment the tensioner was found to function as intended and was found to meet manufacturing specifications. A DHR review has been conducted and confirmed that the device met manufacturing specifications prior to shipping. Although this device was found to function as intended and to be within manufacturing specifications rti surgical will log this reported complaint for trending purposes. Risk analysis based on review of prior occurrence trending and the risk management section of the dhf for this product has concluded that the risk level is below actionable limits and not likely to cause serious injury or death to patient or user. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two cable tensioners have failed. One will not allow a wire to pass through (serial # (B)(4)) & the other has a wire caught inside it ((B)(4)). This was discovered on (B)(6) 2017 in the sterile processing department and reported to the sales consultant on (B)(6) 2017. There was no patient/procedure involvement. This is report 1 of 2 for (B)(4).